Event description:
A female underwent right thoracotomy for benign nodule and right upper lobectomy for second suspicious nodule of malignancy. While stapling pulmonary artery, stapler did not free correctly and only stapled 1/2-1/3 of artery. Patient bled profusely until artery repaired by 4-0 sutures.